Manufacturer narrative:
The pod arrived not deployed. Continuous timeouts and a complete drive stall were observed in conjunction with an 0x5c alarm, indicating open count too low at the end of first prime. Data abnormalities were replicated in a rerun. Batteries were partially depleted, and shelf mode current was measured to be out of specification due to contamination on the (B)(4) chip of the pcb. The observed contamination is confirmed as the root cause of the high shelf mode current and lower-than-usual battery voltages. Because the pod was able to activate, prime, and download under its own power, it could not be conclusively determined if the pcb contamination and subsequent low batteries are confirmed as the root cause of the high pulse width w/ drive stall and subsequent needle mechanism failure. The battery voltage at the time of pod activation is unknown.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.5. Hardware: iphone17.2. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.